Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2010 due to high impedance (3000) and loss of capture. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).